Event description:
It was reported that infection was observed. It is unknown what type of infection was observed. Device and leads were explanted. No new device and leads were implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).